Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report after the mitraclip procedure, the patient had sepsis and endocarditis. It was reported that the first mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with grade 4. Two clips were implanted, reducing mr to 1. On (B)(6) 2021, the patient was re-hospitalized with sepsis. Vegetation was noted on one of the clips and the patient had endocarditis. The patient had a surgical consult and it was decided to wait on surgery since the patient is high risk and is currently doing well and has been discharged from the hospital. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported patient effect of endocarditis could not be determined. The report sepsis is a cascading effects of endocarditis. Sepsis and endocarditis are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.